Event description:
The pt was implanted with an elevate anterior in (B)(6) 2011. It was reported that she subsequently developed chronic pelvic pain that was reproducible by palpation of the mesh arm on the pt's right that extended towards the sacrospinous ligament. She also developed symptomatic recurrent stage iii pelvic organ prolapse.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.